Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) alarm sounded. It was further reported that the rv lead had high pacing impedance, noise, and a confirmed fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance was 2224 ohms on 1st dec 2014. Sensing integrity counts went up to 29 (within 9 days) along with non-sustained ventricular tachycardia (nsvt) episodes and evidence of oversensing on 27 and 28 nov 2014. Average sic count per day was 3.09.